Event description:
High impedance was observed for the patient on both their old and new generator. During surgery the surgeon checked the generator and lead, reinserted the lead pin into the new generator and high impedance was still observed so a full revision was completed. The explanted devices were disposed of after surgery. No other relevant information has been received to date.